Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader. The returned reader was further investigated and de-cased prior to assessment and no issues were observed. Reader did not power on with button depression, test strip, or usb cable insertion. Reader was connected to computer and approved software was not able to recognize the reader. Visual inspection was performed and damage was observed on the ic components u13. Damage includes: burn marks on the ic chip casing and excess burnt flux on the pins connecting the ic to pcba (printed circuit board assembly). A further extended investigation was conducted. Visual inspection was performed on the returned reader and no issues were observed. Reader did not power on with button depression, test strip insertion but did power on with data cable. Reader was de-cased in previous phase. Visual inspection was performed on the pcba. Burn marks were observed on u13. Unable to extract reader log due to the damage. Returned battery voltage was too low to power on reader. A known good battery was used to continue testing. Thermal camera was used and observed u13 and u2 exceed temperature. A multi meter was used to measure voltage across resistor r100 the voltage was observed. The burn marks were caused by the u13 component over heating. The components over-heating is caused when an incorrect charging adapter is used, causing the overcharge protection to fail and results in components heating up from a high voltage than that required and can cause the reader functions to stop working. Therefore, issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currenly undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.